Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, which required a reset. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the caller with the reset process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. Customer was instructed to call back if any issues arise.